Manufacturer narrative:
Exact date unknown, event occurred 2 to 3 years ago. Explant date: 2017. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 17316708.

Event description:
It was reported that the patient underwent a lead explant procedure due to wires coming loose. The explanted leads will not be returned. No further information has been obtained despite good faith efforts.